Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, it was noted that there was no left ventricular (lv) threshold. A chest x-ray revealed dislodgement of the lv lead. The lead was repositioned and the patient's condition was stable.